Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/short interval counts (sic). Analyst commented, rv lead integrity warning occurred on (B)(6) 2015 for 2 or more vtns episodes and sic greater than or equal to 30 in 3 days. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. Analyst commented, beginning (B)(6) 2015, 6562 ventricular sic; ventricular tachycardia non sustained (vtns) and ventricular fibrillation (vf) detected episodes with lead noise oversensing. Vf detected episodes with inappropriate shocks. On (B)(6) 2015, rv pacing impedance spiked to 4047 ohms up from a trend in the 400-600 ohm range. (B)(4)

Event description:
It was reported that a integrity alert alarmed due to possible lead failure with a high lead impedance measurement, along with noise observed. The patient received approximately six inappropriate shocks for right ventricular lead failure. The patient was admitted and device was de-activated. The electrogram (egm) episodes indicate pace/sense component of the lead conductor fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.